Event description:
As reported by navilyst medical's distributor in (B)(6), pt had vaxcel pasv port with 6f catheter implanted on (B)(6) 2013, when the pt had port checked on (B)(6) the catheter was found to be fractured at the junction of the port. Pt condition was reported as "stable". The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 navilyst medical complaint report was reviewed for the product family of vaxcel pasv port and the failure mode of "catheter fractured/migrated". No adverse trends were identified. The returned sample was visually observed and the following was noted: there was a portion of the catheter tubing 0.7cm long that was on the port outlet tube/inside the locking collar. When the locking collar was removed, the tubing was observed to be extremely twisted and compressed. This indicates that the locking collar was overtightened on the catheter tubing when connected. The catheter was sectioned just distal from the fracture. Visual inspection of this cross-section did not show any abnormalities or thin sports. The tubing I. D. And o. D were measured and found to meet specification. As the catheter is a purchased component for navilyst medical, a supplier corrective action request was sent to (B)(6), requesting a review of the DHR. Their response confirmed that there were no abnormalities noted in the lot production. The catheter is provided as a separate component with the port assembly kit. The end user attaches the catheter tubing to the port during the implantation procedure. The catheter tubing appears to have been pushed onto the valve barb housing correctly, however, there is evidence of twisting damage to the catheter tubing that was inside the locking collar. The nature of the catheter fracture cannot be definitely determined, however, the extreme twisting of the catheter tubing inside of the locking collar (due to over-tightened locking collar) is a likely contributing factor. Since the location of the catheter fracture was right where the tubing exits from the locking collar, another contributing factor may be the placement angle of the catheter tubing in the tunneled region. Navilyst medical incoming inspection process controls for the vaxcel chest port catheters includes dimensional inspections, static burst testing, and tensile testing. The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port as well as guidance on post-operative care, system usage (injections, blood sampling), and maintenance and care of the devices. (B)(4).